Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insulin needles were coming off of the barrel and some breaking off on the 1ml bd safety-lok¿ u-100 insulin syringe with 29 g x 1/2" bd ultra-fine¿ needle during use. No injury of medical intervention.

Manufacturer narrative:
Results: a complaint lot history check was performed on lot # 5162602 for needle breaks off during use. This is the 4th. Related complaint for needle breaks off in use on lot # 5162602.. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.